Manufacturer narrative:
Investigation in process but not yet complete.

Event description:
It was reported that: "instrument being checked in after out on case and noticed instrument broke due to extensive use in surgeries. After being used and autoclaved this type of pliers clamps break down and break. The plier was taken out of the kit."